Manufacturer narrative:
The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. No retainer ring damage and crack at the reservoir compartment noted during visual inspection. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover and a scratched case. Retainer ring damage and reservoir unable to lock into place were not confirmed. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the reservoir compartment. Troubleshooting was performed and found that there was damage to the retainer ring. The reservoir was unable to lock in place when inserted into the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The product was returned for analysis.